Event description:
On (B) (6) 2010, a doctor reported to pentron clinical technologies that restorations seated using breeze cement had cracked in a patient and medical intervention was required to replace them. The doctor's office provided two different lot numbers of breeze cement, as they were unsure as to which lot was used on the patient. This is the second of two reports.

Manufacturer narrative:
On (B) (6) 2010, a doctor reported to pentron clinical technologies that restorations seated using breeze cement had cracked in a patient and medical intervention was required to replace them. The doctor's office provided two product lot numbers, as they were uncertain as to which lot was used on the patient. No product was returned to pentron for evaluation, therefore retain samples from both lots were evaluated and found to be within product specifications. It was confirmed with the doctor's office that the cracked crowns were replaced and that the patient is doing fine. Retain samples were evaluated.